Event description:
It was reported that 8.5 in pressure rated set w/bonded had blood backflow. The following information was provided by the initial reporter: material no: mp5301-c batch no: 20036911. It was reported that blood is backing up in the extension set. Customer response (B)(6) 2020: we¿ve had multiple events. I was able to take pictures of two patients. I¿ve taken extension sets involved for two incidents to our purchasing department. Since staff have reported this same issue over a period of time, my guess is that it¿s happening with multiple lot numbers but I don¿t have the facts to back that up. Adverse events related to the issue is that they often have to have ivs completely removed and stuck again for new IV placement. Since there is blood and fluids backing up and saturating dressing, possible risk of infection. On (B)(6) 2020: we had another incident of this today already. I have the extension set with blood backed up into set double-bagged in a biohazard bag.

Manufacturer narrative:
It was reported that blood is backing up in the extension set. Received one used extension set model mp5301-c lot 20036911 with its original packaging. The mating components that were in use during the customer event were not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Residual red fluid presumed to be blood was found within the set. No other anomalies were observed with the set. To prepare the set for functional testing, the extension set was attached to the distal male luer of a lab primary set. A lab PICC line was attached to the end of the extension set to closely simulate how closely the set would be attached. Functional testing was conducted by attaching a lab IV bag of blue dye water to the drip chamber spike of the lab primary set and priming the set via gravity. The set primed successfully and water was observed dripping into the drip chamber, through the tubing and exited through the PICC line on the filter extension set. The sets were loaded into a lab pump module with the primary infusion programmed at a rate of 125ml/h and 125 ml vtbi. The sets were monitored throughout the infusion. The infusion completed without occlusions or alarms. No anomalies were observed with the set. The extension set was detached from the lab primary set and a 10ml lab syringe filled with water was connected to extension set¿s maxplus connector. The syringe plunger was very slowly depressed to gently and no resistance or occlusions were observed during the syringe push and the contents were very easily flushed from the set. The set was pressure tested while submerged underwater (per dir #10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No leaks or any issues were observed equipment used (inspection performed on (B)(6) 2020) optical ram-cnc, eq08204, calibration due date: 05feb2021 8015 alaris pcu 1.5, eq08330, calibration due date: 04aug2021 8100 alaris system lvp, eq08327, calibration due date: 16nov2020 air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020 a device history record for model mp5301-c lot number 20036911 was performed. The search showed that a total of 19,203 units were built in 1 lots on 25mar2020. The search showed that there were no quality notifications for the failure mode reported by the customer. Although the customer¿s report of blood backing up was confirmed by visual inspection of the as-received set contained red residual fluid presumed to be blood, the back-flow was not replicated and the root cause was not identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 8.5 in pressure rated set w/bonded had blood backflow. The following information was provided by the initial reporter: material no: mp5301-c batch no: 20036911. It was reported that blood is backing up in the extension set. Customer response 18-aug-2020: we¿ve had multiple events. I was able to take pictures of two patients. I¿ve taken extension sets involved for two incidents to our purchasing department. Since staff have reported this same issue over a period of time, my guess is that it¿s happening with multiple lot numbers but I don¿t have the facts to back that up. Adverse events related to the issue is that they often have to have ivs completely removed and stuck again for new IV placement. Since there is blood and fluids backing up and saturating dressing, possible risk of infection. On (B)(6) 2020: we had another incident of this today already. I have the extension set with blood backed up into set double-bagged in a biohazard bag.